Manufacturer narrative:
The returned device was evaluated and the inspection of the device found no damages or defects that would contribute to an infection. The cause of the reported infection could not be determined. Inspection of the adhesive welds found no damages or defects that would cause a failure to adhere. The cause of the reported adhesive failure could not be determined.

Event description:
A patient reports while wearing a pod between 4 and 24 hours they had an infection at the pod infusion site (leg). The patient reports having a rash as well as purulent discharge at the pod infusion site. In addition the patient reports the pod adhesive had failed to adhere. The patient had gone to urgent care. The patient was prescribed antibiotics as well as steroids. Upon completion of the patients prescribed medication they had followed up with their primary care physician. The patients primary care physician advised the patient to use insulin injections.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.